Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete.

Event description:
It was reported that customer had reservoirs which were leaking insulin at the bottom of reservoir. No further information was given.